Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported problems when using erytypecell-a1, -a2, -b, -0 on tango infinity. The customer stated that the instrument showed flags and reactions with erytypecell-a1 (mostly) and erytypecell-b (sometimes) were marked as "+/-" or question mark, when visually assessment was clearly negative. The customer provided neither the complaint sample of erytypecell-a1,-a2,-b,-0 nor the specimens that had caused question mark respectively +/- reactions instead of clearly negative results. But the customer provided the tango infinity results and images which confirm the reported issue. Our quality control laboratory tested their retention sample of erytypecell-a1, -a2, -b, -0 with different samples on erytype s ab0+d lot #2834220 on tango infinity. All positive and negative reactions were correct. We did not observe any false positive respectively question mark results. Testing by our quality control laboratory confirmed the correct function of the allegedly defective lot of erytypecell-a1, -a2, -b, -0. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. Regarding the affected tango infinity, the instrument was found to be working within specifications. As the customer uses own a1 and b cells for reverse blood typing and does not follow the intended use, we cannot make any statement regarding the grading of the typing results due to unknown specificity of these cells.